Manufacturer narrative:
Patient code: secondary surgical intervention, exchanged for a longer lens. (B)(4).

Event description:
The reporter indicated a 13.2mm micl13.2, -4.5 diopter, implantable collamer lens was implanted in the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a longer lens due to low vault. The problem was resolved.